Event description:
It was reported that during a laparoscopic right colectomy procedure, there was a small clear plastic ring in the pt's peritoneal cavity. The surgeon retrieved the ring with a grasper. After removing the trocar, it appeared to be damaged. No pt consequence. Case completed with same device.